Manufacturer narrative:
Comitant medical products: product ID: dtma1d4 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead threshold had been increasing over time with recent loss of capture. It was believed the lead may have pulled back a little. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.